Event description:
It was reported that right atrial lead was unable to be successfully implanted due to helix damage leading to dislodgement and helix extension issues. This lead was successfully replaced. No adverse patient effects.

Manufacturer narrative:
As no further information concerning the report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed, and this report would be updated at that time.

Event description:
It was reported that right atrial (ra) lead was unable to be successfully implanted due to helix damage leading to dislodgement and helix extension issues. This lead was successfully replaced. No adverse patient effects.